Event description:
It was reported that during surgery the handle is turning the blade but there is no ratchet action so the skin cannot mesh. There was no patient impact or delay and another device was utilized to complete the procedure. The taken graft was not damaged and an additional graft was not taken. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: canada.